Event description:
It was reported that the user experienced multiple low glucose alerts during the day while using the ilet system, and review of device use showed that over two thirds of meal announcements were marked as ¿less,¿ prompting education on the learning algorithm, meal ratios, and correct meal announcement protocol, with a plan to consult a trainer regarding a factory reset to address very large meal boluses. Symptoms included low blood glucose. Outcomes included no hospitalization and blood glucose in range at the time of the call. Investigation included chart review and user education with troubleshooting. Investigation of this case revealed use-related error in meal announcement entries contributing to hypoglycemia alerts, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that user technique and use error were the most probable causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.